Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the generator/emitter of the navigation system was damaged. There was no patient present when this issue was identified. It was later reported that the emitter had no functionality. Additionally, it was suspected that the unit fell, resulting in the reported issue.